Manufacturer narrative:
No moisture damage found on the electronics, motor, battery tube, vibrator and keypad assembly noted during visual inspection. Pump received with cracked reservoir tube lip, case cracked at the display window corner, minor scratched lcd window, and scratched reservoir tube window.

Event description:
Customer reported via phone call that they have moisture damage. The blood glucose reading is unknown.